Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. A bent pin inside the video connector was found, causing no image with the otv-s7h camera head.

Event description:
A user facility reported to olympus a bent pin in the video connector. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause of the event was abnormal communication between the scope and the device when the terminal inside the video-connector socket buckled and the terminal buckling was likely caused by the scope used in combination with the subject device.